Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant vancomycin results was due to the wash 1 valve 66, which was pinched. The fse replaced the valve. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur vancomycin results were obtained on patient samples. The results were released to the physician(s). Upon retest the corrected results were released. It is unknown of any patient intervention report or adverse health consequences due to the discordant vancomycin results.